Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user recognition issues occurred. Two users were not recognized when attempting to witness pyxis transactions. Additionally, another user was unable to access the system despite having a correct user profile. All affected users had previously been able to perform these actions without issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.